Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll was damaged and had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: 50ml syringes with large cracks in same. Different batch number to previously. Since these syringes are very badly cracked, we have pulled the whole batch out of pharmacy. One is contaminated with 5fu.

Manufacturer narrative:
H6: investigation summary ten unused samples and several photos were provided to our quality team for investigation. Through visual inspection of the photos, the syringes was observed to have a crack along the barrel, there was no crack or molding defect observed in any of the returned physical samples. A device history review was performed for lot 2011030 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While were could not identify a direct issue, it is likely the crack occurred as a result of the product jamming within the equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 50ml ll was damaged and had foreign matter. This occurred on 5 occasions. The following information was provided by the initial reporter: 50ml syringes with large cracks in same. Different batch number to previously. Since these syringes are very badly cracked, we have pulled the whole batch out of pharmacy. One is contaminated with 5fu.